Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse with supplemental information by a physician from (B)(6) of pain during infusion, fever, and peritonitis in a patient coincident with physioneal 35 viaflex therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient was using physioneal 35 viaflex 3.86% in preparation for a peritoneal equilibration test (pet) the following day and experienced pain during manual infusion at night. After the solution was drained, the outcome for the event of pain during infusion had resolved. On (B)(6) 2011, physioneal 35 viaflex 3.86% therapy was withdrawn. On that same date, the patient experienced fever and peritonitis manifested by abdominal pain and cloudy effluent which did not require hospitalization. On (B)(6) 2011, the patient went to the hospital to have the peritoneal equilibration test (pet) performed. On an unreported date, physioneal 35 viaflex 1.36% therapy (6 liters, daily, lot number not reported) ip for capd was resumed. On an unreported date, the patient began remedial therapy with ip vancomycin and gentamycin (doses and frequencies not reported). At the time of this report, extraneal viaflex and physioneal 35 viaflex 1.36% therapies were ongoing and the outcome for the events of peritonitis and fever had resolved. This is one of multiple reports by the same reporter.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.